Event description:
It was reported that a cgm error occurred, indicated as error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to reset the pump, and this resolved the issue, allowing them to start their sensor session successfully.